Manufacturer narrative:
The device component code 430 relates to the device problem code 1114 for the reported event of cutting wire failed to conduct electrical current. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic sphincterectomy (est) procedure. According to the complainant, when trying to make an incision at the papilla, there seemed to be a disruption of electric current through the cut wire. The procedure was completed with a different device, along with the same active cord and same generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. The exposed cutting wire was found intact and the distal end was blackened due to use. A functional evaluation found that the device failed to meet the minimum bowing specification as the working length tensed/coiled when the handle was actuated. Upon untwisted and straightening the extrusion, the cutting wire met the minimum bowing specification. The length and outer diameter of the cutting wire were measured and found to be within specification. A second functional evaluation found that the continuity between the 2-in-1 connector and the exposed cutting wire was able to conduct current indicating proper connectivity of the device. In addition, the resistance across the 2-in-1 connector and the cutting wire was measured and found to meet the cutting resistivity specification. The root cause of the electrical issue could not be determined. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic sphincterectomy (est) procedure. According to the complainant, when trying to make an incision at the papilla, there seemed to be a disruption of electric current through the cut wire. The procedure was completed with a different device, along with the same active cord and same generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.